Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that they hospitalized on (B)(6) 2019 due to high blood glucose level and diabetic ketoacidosis. Customer's blood glucose value was 400 mg/dl at the time of the incident. The customer had symptoms throwing up, could not breathe the customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin, intravenous. Customer had used insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.